Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that a remote monitor showed a short interval count of 470. Pocket manipulation and isometric chest compression elicited oversensing, possibly secondary to lead fracture. The lead was capped. No patient complications have been reported as a consequence of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Primary analysis finding: resistance/impedance increase was observed. Out of tolerance subthreshold lead impedance noted in patient alert on (B)(6) 2010. Impedance trending data appears stable. Secondary analysis finding of interference/noise was also observed. There were multiple non-sustained tachychardia episodes with short v-v cycles of </= 210 ms are identified on (B)(6) 2010.